Event description:
It was reported that at a routine follow-up appointment, the patient's cardiac resynchronization therapy defibrillator (crt-d) was found to have entered end-of-life, due to normal battery depletion. Additionally, an alert was observed regarding an out-of-range shock impedance measurement from this right ventricular (rv) lead. The patient was hospitalized pending a device replacement procedure. Prior to the surgery, boston scientific technical services (ts) was contacted and confirmed that the shock impedance measurement had reached 127 ohms. Ts recommended a standard lead integrity evaluation, with isometric testing and shock testing following the replacement procedure. The physician subsequently surgically explanted and replaced the crt-d and connected the new device to this rv lead. Following the replacement, all rv lead parameters were observed to be normal and within range. The physician elected to enroll the patient in remote monitoring and elected to leave the rv lead implanted and in-service. No adverse patient effects were reported.